Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the sepramesh ip (device 1). An additional supplemental emdr was submitted to represent the sepramesh ip (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2011- patient was diagnosed with incisional hernia, thereby underwent open repair with implant of sepramesh ip (device 1). Per op notes, ¿the hernia sac was identified in the umbilical region and dissected. A sepramesh ip (device 1) was laid into the defect and sutured¿. On (B)(6) 2014- patient was diagnosed with recurrent incisional hernia, thereby underwent open repair with explant of sepramesh ip (device 1), implant of sepramesh ip (device 2). Per op notes, ¿multiple hernia defects identified in the umbilical region. Scar tissue, mesh (sepramesh ip- device 1), sutures, and hernia sac were all dissected out. A sepramesh ip (device 2) was placed on the defect and sutured¿. On (B)(6) 2016- patient was diagnosed with recurrent incisional hernia, thereby underwent open repair with explant of sepramesh ip (device 2), implant of ventrio mesh (device 3). Per op notes, ¿old scar was excised. The hernia sac with omentum was identified in the abdominal region. Hernia sac with mesh (device 2) was dissected. A ventrio mesh (device 3) was laid over the omentum and sutured¿.